Event description:
Customer called stating that his meter was reporting false results. He received a result of 497 mg/dl on his meter and a result of 180 mg/dl on another meter. An evaluation of the meter was conducted over the phone, which determined that the meter was working within specifications. Customer asked to return meter for further evaluation and a replacement was provided.